Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopping occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error ending the sensor session. The probable cause of the transmitter failure was determined to be a low transmitter battery. The reported event of a sensor stopping is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.